Event description:
Patient brought to operating room and sat on side of bed in preparation for spinal anesthesia. Anesthesiologist placed local for spinal anesthesia. Anesthesiologist started placing spinal. He stopped a few minutes later and said that the spinal needle had broken off inside the patient. B braun, pencan spinal needle tray, ref 560603, product code ssk, (B)(4), lot 0061870101, exp 12/31/2024. We ordered xray and informed the surgeon. Xray arrived but was not needed. The surgeon removed the spinal needle by making a small incision to the patients back. Manufacturer is evaluating the device and will report back to us.